Event description:
Related manufacturer reference number: 1627487-2018-07973. It was reported that the remainder of the scs paddle lead that was left in situ was explanted. No complications during procedure.

Event description:
It was reported that the remainder of the lead that was cut and left in situ (related manufacturer number: 1627487-2018-07973) was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.